Event description:
The customer reported artifacts during the EKG monitoring (refer also to MDR 9616240-2007-00053).

Manufacturer narrative:
No patient injury reported. The event occurred in 2005. At the time of the event, the customer did not realize that they could have an incident, since they were not aware about the possible interaction between electrically isolated peristaltic pump and some EKG monitors. Moreover, this facility has two prisma machines, but the customer did not remember on which machine the incident occurred. Due to the fact that the event occurred in 2005, no other information has been provided by the customers related to the patient. The prisma operator's manual informs about the possible interaction between an electrically isolated peristaltic pump and some EKG monitors. In fact, our device prisma is a bf type as per en 60601-1 standard. These phenomena are known in clinical literature and are not a peculiarity of our machine. It must be remarked that good clinical practices, such as: correct EKG electrodes positioning on the patient; adequate skin/electrodes contact to minimize electrical impedance; good quality EKG lead wire and electrodes; and finally adequate EKG monitor shielding implemented by the EKG manufacturer are fundamental element in minimizing EKG artifacts in a intensive care unit environment. Being EKG artifacts the result of different factors, it is, therefore, important following the indications included in the prisma operator's manual addendum: note on the combined use of prisma and the ECG monitoring system: "occasional disturbances have been reported in electrocardiogram (ECG) recording during renal replacement therapy with the prisma system. These disturbances can appear as artifacts on the ECG trace and may be misinterpreted as abnormal rhythm, atrial flutter, etc. The electrocardiograph can detect an electrical interference caused by rotation of the prisma blood pump if any electrode has inadequate contact impedance with the skin. This kind of artifact disappears, when the prisma pump stops. The minimize or avoid prisma interference with ECG recording, it is recommended to follow the ECG supplier's instructions for chronic patient monitoring carefully regarding (1) use of specific electrodes with low contact impedance, and (2) correct application of the electrodes, including appropriate placement of the n electrode." Moreover, specific warnings on the prisma operator's manual, warns the operator: "if a cardiac dysrhythmia is exhibited, press the stop softkey on the prisma system and reassess the cardiac rhythm before treating the patient. To significantly reduce the likelihood of producing artifacts, follow the instructions given in appendix b/d of this manual."